Manufacturer narrative:
(B)(4) 2015 - a detailed evaluation was performed on the returned device. That evaluation determined that the joystick was not shutting off, flickering goodbye or freezing goodbye. The joystick functioned normally during the evaluation. It would properly turn on/off, change drives, switch modes; and, the display functioned as it should.

Event description:
Provider states that the joystick sometimes shuts off, flickers goodbye or freezes on goodbye.

Manufacturer narrative:
(B)(4) - the item in question was returned and an initial evaluation was performed upon return. That evaluation confirmed the complaint and recognized the underlying cause as liquid ingress. The item will be held for a detailed evaluation. Should additional information regarding that detailed evaluation become available, a supplemental record will be filed.

Event description:
Provider states that the joystick sometimes shuts off, flickers goodbye or freezes on goodbye.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the joystick sometimes shuts off, flickers goodbye or freezes on goodbye.